Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. A different sample from the patient was run on an alternate dimension vista instrument and resulted lower. The initial sample from the patient was then repeated on the same dimension vista 500 and tested on the alternate dimension vista instrument, resulting lower on both. The corrected results were reported to the physician(s). The drug actilyse was administered to the patient. There are no known reports of adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens global product support specialist evaluated the instrument data and discovered that the sample aspiration had been atypical when the falsely elevated result was obtained. The cause of the atypical aspiration is unknown. The sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of this device is required.